Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the motherboard of the subject device was broken due to an accidental failure.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and the motherboard of the subject device was broken. When the camera head was connected to the subject device, the image of the subject device was displayed. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after the procedure with the subject device, the otv error e117 was displayed when the power of the subject device was turned on. The subject device was used in combination with clv-s400. Other detailed information was not provided. There was no report of patient injury associated with the event.